Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 2 units of insulin was loaded into the cartridge, leakage was observed from the bottom of the cartridge. Customer used another cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).